Event description:
During a colonoscopy procedure the physician selected a cook endoscopy acuject variable injection needle. The needle was advanced through the endoscope and into position. The needle would not exit the distal end of the outer catheter. The needle was removed from the endoscope. Another needle was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required, due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of needle extension difficulty. The needle remains inside the distal end of the sheath and will not extend with handle manipulation. The outer sheath is severely kinked approximately 77.3 cm from the distal end. The kink in the outer catheter is preventing movement of the inner catheter, resulting in needle extension difficulty. The kink in the catheter is likely to have occurred due to an application of excessive pressure during use and/or general handling of the device. The outer sheath measures within the appropriate manufacturing specifications. A product discrepancy or anomaly that could have contributed to this occurrence was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If the outer catheter becomes kinked, this can cause needle extension difficulty. Kinks can occur if the product experiences excessive pressure during use and/or general handling. The instructions for use advise the user to advance the product through the accessory channel of the endoscope in short increments. This activity will aid in preservation of the product. Prior to distribution, all acuject variable injection needles are subjected to a functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: the report of needle extension difficulty has been brought to the attention of appropriate internal personnel. Further investigation is underway as part of quality review board (qrb) activities. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.